Manufacturer narrative:
(B)(6). Correction: the PMA is k984162; not k955713 as previously reported. This report is filed april 30, 2014, device currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device currently unavailable.